Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the inside of the external pulse generator (epg) was corroded. It was also reported the device will not turn on. The epg was returned for repair. There was no patient involvement. The event date is unknown.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and corroded, the battery contacts were compressed, the keyboard was scratched, the main printed circuit board (pcb) was corroded, the battery flex was corroded, and the heart lead flex was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.